Event description:
Information was received that reported the patient was hospitalized in late 2008, due to an incident of hyperglycemia. The reporter states that on two days prior, the patient blood glucose began to run high. Her blood glucose continued to run high until the evening of original date, when she was brought to the hospital. Upon admission, her blood glucose was greater than 900mg/dl. She was treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.